Manufacturer narrative:
One device was returned for repair. It was reported that device failed to alarm downstream occlusion. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found that the keypad overlay is worn in some places. Functional test was performed and found that the downstream occlusion (dso) sensor is non-functional. The primary problem was replicated, and the cause was a faulty dso sensor. The dso sensor was replaced to correct the problem. Also replaced dso seal, dso bezel, and keypad overlay.

Event description:
It was reported that device failed to alarm downstream occlusion. There was unknown patient involvement.